Event description:
The intralase fs laser was used to create a bilateral corneal flap(s) for lasik surgery in early 2009. One day postoperatively, the patient presented with stage 1+ diffuse lamellar keratitis (dlk) on both (ou) eyes. A flap lift and rinse was performed. Patient was treated with oral and topical steroids. The patient's preoperative best corrected visual acuity (bcva) was 20/20 ou. Patient's postoperative bcva is 20/20 ou as of a week later. The patient responded to treatment and dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
In early 2009, a field service engineer (fse) visited the site and performed a preventive maintenance (pm). Device performed according to specifications. A clinical development specialist (cds) visited the site and performed an investigation in attempt to identify a potential root cause for dlk. The cds assessed the physician's environmental factors and sterility process. Although a single root cause was not identified; the site replaced the original sterilizer with a new sterilizer. Since the implementation of the new sterilizer the site has not had any report of dlk cases. It should be noted that the american academy of ophthalmology (aao) recommends treating stages 1 & 2 dlk with topical steroids and observation. The aao does not recommend performing a flap lift & rinse at these mild stages. The physician did not follow the recommended treatment protocol. When the original sterilizer was in place dlk appeared. Original sterilizer has been replaced.